Manufacturer narrative:
Analysis on the returned 48v battery and the main cart uninterruptible power supply (ups) resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis on the returned 24v battery and the camera cart ups resulted in no failure being found through functional testing and visual/physical examination. All outputs measured normal voltage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was losing power. The representative replaced the uninterruptible power supply (ups) and batteries. The system then passed the system checkout and was found to be fully functional. The ups and batteries were returned to the manufacturer, but no further analysis can be provided as its currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, during a scope calibration, the system shut off. The representative was able to reboot and start the calibration again, but the system shut off a second time. The representative attempted to power the system on, however after pressing the button, no lights would come on. The representative could hear a whir like there was something attempting to start, but nothing. The back panel was opened and the ac light was solid, but battery light was quickly flashing. Hit the power button again, and this time the system booted, but the v2 light did not come on. The button on the camera cart was pulsing. The representative entered the self test and the camera cart was showing connection lost, however the representative could see the battery on the camera cart fluctuating between 100 and 27% every 30 seconds or so. The main cart battery was fluctuating between 100 - 0 - 70% as well. The representative disconnected the camera cart, and the main cart was still displaying the same behavior. There was no patient present when this issue was identified.